Manufacturer narrative:
Other text: additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable with, smiths medical, cadd medication cassettes attached. It was reported the cassette had about 23 mls remaining and the end user changed out the cassette. No adverse patient effects were reported. No additional information is available at this time.